Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional proglide device is filed under a separate medwatch report. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unspecified artery was attempted with two proglide devices, using the pre-close technique, prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, suture breaks occurred during suture retrieval on both devices. The pevar procedure was completed and hemostasis was achieved with four additional proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received. One proglide device had a suture break at each common femoral artery. The sheath size for pre-close was 7f. The sutures of two additional proglide devices were successfully preplaced at both common femoral arteries. The left common femoral artery was upsized to 10f and the right common femoral artery was upsized to 12f. The successfully preplaced sutures of two proglide devices were used after the procedure to achieve hemostasis at both common femoral arteries. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). If follow-up what type, corrections: MFR site- reg# and contact name updated. Evaluation summary: analysis was performed on the returned device. The reported suture detachment was confirmed as a link detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported event and subsequent treatment appear to be related to procedure circumstance due the plunger not fully depressed flush with the handle during device deployment. This may have appeared as suture detachment as the plunger was retracted with no suture present. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.